Manufacturer narrative:
The device remains implanted in the patient, hence device evaluation could not be performed. However, a review of the medical records, performed by a clinical representative, showed that the patient had preexisting conditions that may have contributed to the reported thrombus. A manufacturing record review was performed and the lot met all release criteria with no issues or deviations that would explain the reported event. The lot usage history showed that no other units from the same lot have been involved in any similar events at this time. The product labeling was reviewed and confirmed that the reported event is adequately captured in the existing labeling.

Event description:
It was reported that approximately 53 months post-implant of a bifurcated device, a computed tomography scan revealed thrombus inside the aortic neck and iliac area of the device. Reportedly, no thrombectomy was performed to treat the thrombus. The patient was treated with a suprarenal aortic extension and two limb extensions, to successfully seal off thrombus areas. It was reported that the patient tolerated the procedure well.

Manufacturer narrative:
Endologix continues to investigate the reported event. Endologix will submit a supplemental report in accordance with 21 cfr 803.56 when additional information becomes available.